Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract when the button was pressed after use. The following information was provided by the initial reporter: "nurse was starting an IV on a patient m the pediatric intensive care unit. Nurse clicked the safety device to retract the needle and the needle would not retract. There has been instructions to report this issue as it is a common occurrence with our bd insyte autoguard pnk 20ga x 1.16in. There was no harm to any of the caregivers or the patient. In summary, the peripheral vascular catheter didn't retract and nurse had to walk around with an open sharp and place it m the sharps container."